Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that the patient was positioned too far away from the flat emitter. The site did not need the instrument to complete the procedure.

Manufacturer narrative:
Device unique identifier (UDI) and lot number is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The straight suction was tested and passed verification. The site was able to use the instrument in future cases without issue. The system and instrument then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was having difficulty verifying and tracking the straight suction. While using the same instrument tracker, the site was able to verify and track other instruments without issue. The straight suction the site was using has a metal interference value between 3.4 - 4.5 mm no matter where they were in the em field. There was a less than 1-hour delay to the procedure and no impact on patient outcome.